Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify the reported issue. It was observed that the on/off switch assembly, sw6 was faulty causing the battery to be depleted. The customer received a replacement device. D9 has been corrected: d9 on the initial medwatch report indicated: field. D9 on the initial medwatch report should indicate: outside united states service facility.

Event description:
The customer contacted stryker to report that their device shuts down unexpectedly. In this state the device would not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Event description:
The customer contacted stryker to report that their device shuts down unexpectedly. In this state the device would not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.